Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced patient side cart (psc) helm to resolve error. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical service engineer (tse) regarding a non-recoverable fault. The tse reviewed the system logs and confirmed error on the patient cart handler sensor node on the patient side cart (psc) helm. The reported issue persisted after the customer performed a hard reboot and emergency power off on the psc. There was no reported injury.